Event description:
It was reported that during a post operative exam, the patient was experiencing refractive surprise. The physician stated he will be removing the lens as it is not oriented correctly in the eye. The explant date was not made available.

Manufacturer narrative:
Explant date of iol is unknown. Date of implant is unk. This device is not approved by the FDA, however it is a same /similar device as model zcb00 - PMA# p990080. (B)(6). The manufacturing records show that this device met specifications during manufacturing. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and or conclusion of this report, another supplement report will be submitted.

Manufacturer narrative:
Date of birth: (B)(6). Date of event: approximately (B)(6) 2012, (reported one week post-op of implant date of (B)(6) 2012). Multiple attempts to obtain additional information from the physician on whether the lens was explanted have been unsuccessful to date. Implant date: (B)(6) 2012. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
It was reported that the patient is now happy with their vision and does not want the doctor to remove the lens.